Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one instrument. Visual inspection of the instrument noted that the articulation lever had disengaged from the rotation collar. Engineering evaluation noted that the articulation cover exhibited evidence of a proper weld. Engineering evaluation of the weld on the articulation lever suggests that unit may have been misused during application. The disengaged articulation lever may occur if the device is applied over thick tissue while articulated. Functionally, the instrument was loaded with a single use loading unit. The instrument and loading unit was applied to test media. All staples were placed, and test media was cleanly transected. The root cause of the observed damage was misuse of the product. The investigation detected a secondary condition of disengaged articulation lever. That has no relationship to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual examination of the reload noted that it was partially fired. Staple pushers were visible at the 5cm cut line indicating the point where the handle compression had stopped. Functional testing of the reload found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a as per FDA request. The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The stapler was not able to fire. The surgeon was able to press the green button and squeeze the handle. The staple line was incomplete distally. The incomplete staple line was fixed. No patient injury or extension in surgical time. Patient status is alive, no injury.